Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had a cardiac issue and needed to be defibrillated. Since the tremors had returned they were seeing oor or por (caller wasn¿t sure). The hcp told the rep that they were checking impedances and it was taking a long time, and they were ¿funky.¿ the caller had limited information at the time and needed to call the caller back after speaking with technical services. Concerns about defibrillator on dbs patient was reviewed. The caller would call the hcp back and then call them later with more information. The rep had called back and said the oor message was on the programmer, not the tablet. The doctor checked with the tablet but initially had trouble connecting the tablet, after multiple tries the tablet connected. The doctor lowered the amplitude by .1v and then oor did not show up on the programmer. The oor was resolved and therapy was restored. There were no further complications reported.